Event description:
It has been reported to philips that system would have an intermittent reboot issue. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed intermittent bootup issue. Review of system of file shows suite-pc issues. Upon functional testing, fse found loading service causes a reboot. The philips engineer reloaded the software of suite pc. After reloading software, the system was the system was returned to use in good working order. The codes were updated based on the investigation outcome.